Event description:
It was reported that during a transurethral resection of the prostate (turp), the electric cutting loop was fractured, and its use was immediately discontinued and replaced. A part of the device fell into the patient's prostate but it was unknown how it was removed. This resulted to the delay of the procedure for more than 30 minutes. There were no further reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.